Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak was likely a secondary effect to the tear observed in the clip introducer; however, a cause for the tear could not be identified. It is possible that during preparation or insertion the use inadvertently tore the clip introducer while inserting the clip or inserting the cds into the guide; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the air in the system during use and the torn clip introducer tip, which have the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and difficult anatomy. While introducing the clip delivery system (cds) into the steerable guiding catheter (sgc), air bubbles were seen in the cds shaft. It was unclear where the bubbles originated from. The cds was removed from the sgc, and it was found that the blue tip of the clip introducer was torn. The device was no longer used, and was replaced. One clip was implanted, reducing the mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.